Event description:
Reporter indicated that a new vns generator was opened and interrogation could not be completed prior to surgery. The site elected to implant another generator. It is unk what troubleshooting was performed. It was reported that at a later time interrogation was completed without any problem.